Event description:
Customer reported that the needle did not pull out when removing the sensor and that the site began to bleed. The blood glucose reading was 119 mg/dl. She had inserted a new sensor and stated that there were no issues and that it was fully inserted. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used sensor. Performed a visual inspection and found the sensor's introducer needle bent. Unable to confirm the customer received needle damaged as customer returned the product opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.